Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received.

Event description:
Attorney alleges patient was "implanted with a medtronic sprint fidelis lead wire system, and suffered physical and other injury or death as a result of the recalled lead" and "inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead." Further alleges as result of the lead, patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. (Patient) died as a direct and proximate result of defects" in sprint fidelis lead. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.